Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated they had a crack by their reservoir window. The customer also stated they had a received a fill cannula message twice on their insulin pump. While troubleshooting for the customer's insulin pump, the customer's blood glucose dropped to 44 mg/dl. It was found the customer's voice became unstable due to their blood glucose. Customer declined to continue troubleshooting.